Event description:
Customer reported thumbnail images with incorrect names. No pt injury was reported.

Manufacturer narrative:
A ge service rep evaluated the system and replaced hard drive. System operates as intended.